Manufacturer narrative:
Initial and final MDR (B)(4). Device 1 of 2. Since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through post marketing surveillance (pms) product trends and malfunction. If any trends are picked up, this will flag on the trips and alerts according to the on market quality review (omqr) procedure.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient went to the emergency room (ER) and was subsequently hospitalized on (B)(6) 2026 due to two bent cannula issues that led to hyperglycemia. The patient was admitted to the intensive care unit (ICU). The event occurred three or more than three hours after insertion. The infusion set had been in use for four days, with the insertion site located in the abdomen. At the time of the event, the patient's blood glucose level was 1100 mg/dl. Treatment included intravenous saline and insulin, which resolved the issue. The patient was released from the hospital on (B)(6) 2026. The length of hospital stay was for sixteen days. No further information available.